Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated they went to put in new reservoir and hit rewind but when it went to go fill and the piston kept going and pushed out drive support cap. Customer stated they received insulin pump error alarm during fill tubing. Customer stated the insulin pump was not bumped or dropped. Customer stated the drive support cap was not normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.